Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the physician was unable to advance the lead into the patient's epidural space during a trial implant on (B)(6) 2020. As a result, the procedure was abandoned and the patient was referred out for a surgical consult.